Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and passed. Pairing test with nordic bluetooth device: pass. Transmitter final function tester: pass. Perform share log review: fail, found loss of connection. The complaint is confirmed because of the loss of connection. Defect was not found to be the transmitter. The reported event of a loss of connection was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. Product was provided for investigation. A follow-up report will be submitted upon its completion.